Manufacturer narrative:
Section b5: additional info. Section b2: correction. Manufacturer's investigation conclusion: a specific cause for the reported events and patient outcome as well as a direct correlation to heartmate 3 lvas, serial number mlp-014027, could not conclusively be determined through this evaluation. The current heartmate 3 lvas IFU lists right heart failure and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had post op rv failure initially treated with inotropes then treated with temporary mechanical support followed by infection and multisystem organ failure leading up to death. The death was not considered to be device related. The device operated as expected.

Event description:
Device will not be returned for evaluation; no autopsy performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to multiple organ failure.